Event description:
It was reported that the clinician planned to deploy the excluder bifurcated endoprosthesis 1cm to 1.5cm below the renal arteries because of thrombus and a long neck. During the deployment process the right hypogastric artery was inadvertantly covered. The patient status is fine. There was no allegation of product deficiency made by the clinician.